Event description:
It was reported the customer was at the hospital and the insulin pump had alarmed button error. Caller needed assistance with clearing alarm so customer could be released, was advised to have customer call back in order to capture information. Customer called back customer reported he was hospitalized. Customer's blood glucose was 118 mg/dl. Customer stated the device had been in the closet for a week. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.